Event description:
It was reported that this device was scheduled for generator change as per report the device reached elective replacement indicator (eri), however, when interrogated recently in the clinic the device showed two years remaining. An engineering analysis was performed and result showed that the device longevity remaining changing from less than six months to two years could have been a result of device changing current bins for the longevity remaining calculations. Also, this may have been a result of programing the right atrial (ra) output from four to three point five volts. In addition, there were no resets or memory errors noted with the device memory. Further, the device appears to be depleting normally and is at good battery status. The device was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. It was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri). Recently, interrogation was done and it showed that battery longevity was two years remaining. Technical services discussed battery could recover. Moreover, engineering analysis showed that this could have been a result of the device changing current bins for the longevity remaining calculations. It was suspected that the device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations, however, this cannot be confirmed without a memory dump from the device at the last follow up session prior to programming changes. Further, the device appears to be depleting normally.